Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 1.3.2, h3) a manufacturer representative (rep) went to the site to test the navigation system. The site was unable to completely delete patient exams from the system. The rep uninstalled and re-installed software 1.3.2 and the patient exams that were not deleting were no longer on the system. The system then performed as intended. Codes: b01, c10, d18 h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were analyzed and the analyst observed that there were multiple sessions and in all the sessions 'deletepatient' was attempted and on every attempt it was observed that "exception: str2xform: malformed string ''" malformed string exception was seen and the same was the case when user tried 'deleteexam' as well. Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after deleting several patients from the system during the annual planned maintenance (pm), there were some patient folders that were not removed from the system. The folders with the patient name remained visible, but all images inside the folder were not able to be viewed and the import date was missing. No patient present.